Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guidewire became stuck in the left ventricular (lv) lead and it could not be removed. It was noted by the physician that they forgot to activate the hydrophobic coating of the guidewire before introducing it to the lead. The lead was removed and the guidewire was removed forcefully, which damaged the lead. A replacement lead was placed. No patient complications have been reported as a result of this event.